Event description:
A female enrolled in the experienced chest pain and elevated cardiac enzymes post-procedure. The index procedure was indicated for stable angina pectoris. A lesion in the mid left anterior descending branch (lad) was treated with a cypher. Vessel diameter was 3.58mm and lesion length was 22mm. Pre-procedure stenosis was 97%. The lesion was de novo with irregular contour, eccentric, with little to no calcification. Lesion classification was noted as c. The lesion was pre-dilated with a 3 x 15mm balloon at 6atm. The cypher was deployed at 16atm and was post-dilated because the stent was not fully expanded. Post-dilation was done with a 3 x 15mm balloon at 16atm. Post-procedure stenosis was 8%, a second lesion located in the distal right coronary artery (rca) was treated with another cypher stent. Vessel diameter was 2.51mm and lesion length was 8mm. Pre-procedure stenosis was 97%. The lesion was de novo, with moderate tortuosity and moderate calcification. Lesion classification was b1. The lesion was pre-dilated with a 3.5 x 20mm balloon at 20atm. The second cypher stent was deployed at 20atm and post-dilated because the stent was not fully expanded. Post-dilation was conducted with a 2.5x12mm balloon at 18atm. Post-procedure stenosis was 8%. There were no reported intra-procedural complications. However, the pt experienced chest pain post-pci and elevated biomarkers (peak ck 3 times upper normal limit (unl) 6 - 24h post procedure and 4 times unl, 24h post procedure, ck=718). A re-pci and/or coronary angiogram was not conducted. The pt's admission was extended an extra night, but she was later discharged two days after the index procedure, without associated sequela. At the one month follow-up the pt was asymptomatic.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-02039. Additional information will be submitted within 30 days of receipt.